Manufacturer narrative:
The device was received, and an evaluation was completed. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 322. Service evaluation verified the system error 322 through a review of the event history log. The cause was identified to be that the lower link switch had failed. The lower auxiliary assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the recertification process of a spectrum infusion pump, the device experienced a system error 322. There was no patient involvement. No additional information was available.